Manufacturer narrative:
The field service representative determined defective valve (v2), cuvette and seals to be the cause. He replaced v2, cuvette and seals, and performed calibration, quality control and linearity checks.

Event description:
Customer received a total hb result of 10.5 g per dl on the omni instrument and 14.5 g per dl on a coulter instrument. The erroneous result was not reported. Customer was unaware of any other discrepant results. Customer discontinued running patient samples for diagnostic purposes, and no results were generated from the instrument to be reported for 3 days until after repair.